Event description:
Reporter noted system shut down in middle of case displaying error "service requested" code. They changed to a different unit to complete the case. The case was delayed for about one hour. The patient now has a cloudy cornea post-op. The doctor is concerned that it was the extended delay that caused the clouding.

Manufacturer narrative:
A company service rep checked the system, found low power, replaced laser engine and returned it for further testing and root cause analysis. Completed system checkout; unit meets specifications.